Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2019) is known. Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What troubleshooting steps were taken to remove the device?. How was the device ultimately removed?. What is meant by, ¿new incision¿?. Did the device have to be cut out?. Was the procedure converted to open?. Were there any patient consequences or changes to the post-operative care of the patient as a result of the event?.

Event description:
It was reported that during a sigmoid resection, the instrument does not completely stapled and it was difficult to remove from the anastomosis. The surgeon made a new incision and used a new device. No harm to the patient is reported.

Manufacturer narrative:
(B)(4). Date sent: 01/14/2020. Additional information was requested, and the following was obtained: what troubleshooting steps were taken to remove the device? How was the device ultimately removed? What is meant by, ¿new incision¿? Did the device have to be cut out? Was the procedure converted to open? Were there any patient consequences or changes to the post-operative care of the patient as a result of the event? Response: no further additional information availible.